Event description:
New adhesive on abbott freestyle libre cgm caused extreme dermal allergic reaction. Saw md recommended apply steroid cream and barrier before next application. Cgm sensor will not work through those materials. FDA safety report ID # (B)(4).